Manufacturer narrative:
The device was returned for evaluation. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification that this valve was not used due to one black spot observed on one of the leaflets. As reported, the issue was detected before use, after box opening when the device was under preparation before rinsing. It was tried to remove the spot by rinsing longer time but the black spot could not be removed. The surgeon did not want to use it and a new valve of the same model and size was implanted. The device was returned for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluated by MFR: as received, valve was still attached to the holder. All three green sutures remained intact at the cutting channels. A black particulate was observed on the inflow aspect of leaflet 2. X-ray demonstrated wireform intact. Suture holes were not visible around the sewing ring. Photo provided by customer appeared consistent with lab findings. Particulate was isolated and sent to chemistry for analysis and per the chemistry report, the ir spectrum of the unknown particulate showed similar absorption characteristics when comparing to delrin like material. Additional manufacturer narrative: customer report of "one black spot observed on one leaflet" was confirmed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. An engineering evaluation will be performed and a supplemental report will be submitted upon completion.

Manufacturer narrative:
Additional manufacturer narrative: an engineering evaluation was completed and based on the investigation results, a manufacturing deficiency was not identified. Current manufacturing mitigations are in-place to detect and reject particulates/fibers on the valve and in the jar. It is possible that the particulate matter contacted the valve during use by the customer. A definitive time and method by which the particulate came into contact with the valve could not be conclusively determined. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.